Event description:
Patient in operating room and a flap from the trocar tore off and was found in the patient's abdomen. Physician fed lap sponges through the top of trocar and then removed the cap to remove the wet sponges from the abdomen. The cap lost one of the leaflets and went into the abdomen. The physician spotted it and removed it. Nothing was left behind in the patient. According to the tech physicians leave the cap on to insert the dry sponges and remove the cap to take out the wet ones and this is the standard practice. More education is needed for physicians so they are aware that the cap should be removed before inserting the dry lap sponges.